Event description:
The customer initally called to report repeated no delivery alarms with her infusion pump. The customer then mentioned that she was hospitalized for diabetic ketoacidosis a few months prior. She stated the reason for being hospitalized was that she did not follow the proper protocol, which was to change her infusion set after getting two high blood glucose readings. The customer did not test her blood glucose readings for two days prior to hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.